Event description:
The customer reported the backup battery failed during preventive maintenance. The manufacturer's field service engineer (fse) confirmed the reported problem. If a loss of power occurs during use due to the backup battery not working it could cause the unit to shut down. The fse reported the backup battery was dated 2007. The fse replaced the backup battery to correct the reported problem. The device passed all manufacturers required testing.